Event description:
The physician reports that during insertion of the ocucoat viscoelastic, the ring which connects to the cannula from the syringe became detached. The surgeon had planned to implant a multifocal iol in the capsular bag, but as a result of the incident, a sulcus-fixated iol was implanted (presumably due to capsular bag damage). There was no vitreous fluid loss and no enlargement of the incision. The patient's prognosis is good. Add'l info has been requested.